Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00160 on aug 11, 2023. Additional information aug 29, 2023: a customer from outside the united states reported observation of a discordant elevated anti - hepatitis b surface antigen 2 (ahbs2) result, on a patient sample on atellica im 1600 analyzer. The initial result was not reported to the physician(s). The sample was repeated on the same atellica im analyzer after centrifugation and the result was comparable. The sample was repeated on an alternate instrument (advia centaur xp) which gave a lower result compared to the atellica im ahbs2 initial result. Siemens investigated the customer complaint. Assessment of instrument performance included a review of customer qc data, comparable across the platforms indicating acceptable assay performance. In the atellica im and advia centaur xp instructions for use (IFU), intended use section it states that the ahbs2 may be used as an aid in the determination of susceptibility to hepatitis b virus (hbv) infection in individuals prior to or following hbv vaccination or where vaccination status is unknown. No additional information was provided for the studies context in sampling handling, dates sampling occurred, calibration data or reason for platform comparison. No linearity testing was supplied by customer for either platform. Siemens cannot rule out pre-analytical factors or a sample specific interferent in the patient sample as the cause of the reactive testing for ahbs2 on atellica im. The customer is currently operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
A customer from outside the united states reported observation of a discordant elevated anti - hepatitis b surface antigen 2 (ahbs2) result, on a patient sample on atellica im 1600 analyzer. The initial result was not reported to the physician(s). The sample was repeated on the same atellica im analyzer after centrifugation and the result was comparable. The sample was repeated on an alternate instrument (advia centaur xp) which gave a lower result compared to the atellica im ahbs2 initial result. The interpretation of results section of the atellica im ahbs2 instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.

Event description:
The customer reported observation of a discordant elevated anti - hepatitis b surface antigen 2 (ahbs2) result, on a patient sample on atellica im 1600 analyzer. The initial result was not reported to the physician(s). The sample was repeated on the same atellica im analyzer after centrifugation and the result was comparable. The sample was repeated on an alternate instrument (advia centaur xp) which gave a lower result compared to the atellica im ahbs2 initial result. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated ahbs2 patient result.